Event description:
The issue with the physician's handheld device was not able to be resolved through troubleshooting and the handheld and associated flashcard have been returned to the manufacturer for analysis. Device evaluation is in process and has not been completed at this time.

Event description:
It was reported on (B)(6) 2011 that a physician's handheld device was freezing at the interrogation successful screen with 8.0 software. The company representative was aware of the event on (B)(6) 2011. Multiple (6) hard resets were performed and the issue did not resolve. There was a patient and the device could be interrogated without any issues. The company representative confirmed that it was not just slowly performing software and the screen would be frozen for about 5 minutes before a hard reset was attempted. The company representative did not perform the troubleshooting in person but over the phone with the physician. The company representative forwarded some images and it was found that not only did the screen freeze on the interrogation successful screen but also on the main vns software screen and an error message "cannot execute\program files\vns80\vsn80.exe" which also did not resolve with hard resets. A replacement handheld was sent to the physician and the company representative will go to the site to attempt to reseat the flashcard and return the hhd if needed. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Product analysis has been completed on the returned handheld device and associated software. No anomalies were found with either the handheld or flashcard that would have resulted in the reported screen freeze. Both the handheld and flashcard performed according to functional specifications.

Manufacturer narrative:
.